Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.20x20mm maverick2 monorail balloon was ruptured. The lesion being treated was located in the distal left circumflex. It was an average tortuous vessel and 90% stenosed with calcification confirmed. On the first inflation at 8 atmospheres, the lesion was not inflated completely. On the second inflation, the balloon was ruptured at 10 atmospheres. The time of usage was 30 seconds. No resistance was felt during the procedure. No patient complications or injuries were reported. The patient status is listed as fine. The procedure was completed with a different device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.